Event description:
It was reported the powerseal curved jaw sealer & divider had a sealing incomplete error. This malfunction occurred during a therapeutic transoral thyroidectomy procedure and was completed with an olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.